Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description free flow protection clamp is in wrong location out of packaging, causing an indent on tubing right where tubing fits into air in line sensor segment...this may be a root cause of continuing air in line alarms at this account even after "optimized" tubing has been implemented. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. The sample was visually evaluated and the free flow clamp was observed to be in the right location, and no other defects were identified. To replicate the reported defect of the incorrect location of the free flow clamp and the air-in-line alarm on the pump, the sample was attached to the pump, and no issues were detected with the clamp during the tubing-to-pump connection. The sample was then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was leak tested and no leakages were observed. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.